Event description:
It was reported that during a procedure to treat an unspecified lesion a 2.5x33mm rx xience xpedition stent delivery system (sds) was advanced and the balloon was inflated. However, the balloon ruptured and it was not possible to deploy the stent. The sds was needed to be removed. The patient experienced cardiogenic shock which was addressed. Another stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures from this lot. Based on the reviewed information, no product deficiency was identified.